Manufacturer narrative:
The thermogard xp ivtm console (s/n: (B)(4)) was evaluated at the customer site by zoll's service technician. The primary complaint was confirmed during functional testing. To resolve the issue, the air trap sensor was replaced. No issues were found during review of the event logs. The console passed final testing criteria and performed as intended. The thermogard xp ivtm console is a reusable device and was manufactured on 08/31/2016. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that the thermogard xp ivtm console displayed an air trap alarm during start up. There was no patient involvement reported.